Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: during removal of the catheter, the balloon was not deflated completely. It had been inflated with sterile water. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. All 12 representative samples returned were carefully opened from its pouch. Visual examination was conducted on the returned samples. All catheter components appeared to be intact and in good condition. Based on the complaint description, the balloon was not deflated completely. It has been inflated with sterile water. Investigation conducted on the actual returned sample and observed that the balloon can be inflated without any issue. There was no any other abnormalities or design irregularities observed on the returned samples. All the samples were then further investigated by deflating the balloons. All the balloons were able to be deflated completely without any issues. Balloon partial deflation could be due to various reasons such as faulty valve, incompatible syringe or blocked lumen or funnel. However, there was no issue with the valve and its functionality as the balloon was able to inflate and deflate with no restriction felt. In our current standard operating procedure, upon completion of assembly process, the finished catheters were subjected to the 100% other remarks: balloon inspection and leak test whereby the inflated balloon will be left on a leak test conveyor for approximately 20 minutes. At this stage any non-inflation and leak balloon will be detected and will be culled out. After that the catheters will undergone 100% deflation test and defective products with non-deflation shall be detected during this process and will be culled out from the batch. No actual sample was return for investigation. Based on the investigation conducted, the returned representative sample was able to inflated and deflated without any issue. There was no resistance felt during deflation process and the valve in the catheter is able to function as per intended. Therefore this complaint could not be confirmed.

Event description:
Reported event: during removal of the catheter, the balloon was not deflated completely. It had been inflated with sterile water. The patient's condition was reported as fine.